Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back for assistance connecting new handset and activating MRI mode. Patient was able to successfully connect to ins and go through MRI mode information. Patient mentioned the ins is working very well, but they had an accident the other day and stated they can't wear white pants.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the change in therapeutic effects after having been lifting boxed and children was unknown. The patient mentioned the most likely cause to be change in activity level, loss of weight. The patient saw their doctor and manufacturer representative (rep). The cause of the painful stimulation was unknown. The patient mentioned most likely cause was due to change in activity level. Lowered the setting to 1.2. Recommended be checked on yearly bases.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that since the holidays (on (B)(6) 2023) it seemed like it wasn't working for their symptoms and that they'd had an accident. The patient further clarified that they have been not able to make it into the bathroom in time. The patient stated they weren't sure if their symptoms returned exactly but they just knew that in the mornings they'd wake up and they'd be going and having an accident before they could get to the bathroom. The patient also stated they watched their grandchild and would have to lift them up a lot. Patient services reviewed patient activities and compatibility information with the patient and redirected the patient to follow up with their health care provider (hcp) to discuss that they'd been doing some lifting and now noticed their symptoms may have returned. The patient stated they also noticed that they were having pain at their implant site and that it began in probably on (B)(6) 2023 and that was around the time they began decorating for the holidays and that they'd been lifting boxes at that time. The patient stated they had wanted to try increasing their stimulation however they were having trouble locating the charging cable. Patient services assisted the patient in locating the correct charging cable. The patient stated they were going to try increasing their stimulation but that they'd reach out to their doctor to discuss that they'd been having pain after lifting boxes and grandchildren and that their symptoms seemed to have possibly returned in (B)(6) 2023. Patient services reviewed stimulation considerations with the patient. The patient stated they had a friend who also had an implant and the friend had told the patient to increase the stimulation to where it hurt. Patient services reviewed proper stimulation adjustment considerations. The patient stated they had increased it but they couldn't stand it so they turned it back down. The patient stated after patient services reviewed the "bike-seat region" with the patient that in the past two weeks or so they noticed painful stimulation under their thigh and down their leg when they were sitting down. The patient was redirected to follow up with their hcp to discuss their concerns. T he patient stated they'd reach out to the hcp.